Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, a caregiver contacted a technical support representative regarding an m65 scale reading error message that the patient received during drain three of four of their therapy. The patient had drained 1508 ml of an expected 2007 ml at the time of the alarm. After being unable to troubleshoot the alarm, the caregiver rebooted the cycler and the patient was able to resume draining at a good rate. Upon entering drain four, the patient received an m31 air detected in cassette alarm. The patient had drained 37 ml of an expected 1944 ml when the alarm occurred. The caregiver contacted a technical support representative for a second time and stated that there were some air bubbles in the supply line and the drain was moving slowly. The technical support representative assisted the caregiver with cancelling their treatment. When the caregiver removed the cassette, solution was found in and under the cycler. There was nothing noted with the supplies that could have caused the fluid leak. The technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to complete their treatment using manual supplies. The supplies used at the time of the incident were discarded. There was no patient injury or medical intervention required following the reported leak. The patient has since received a new cycler and has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.